Event description:
The recipient has reportedly elected to proceed with revision surgery due to poor device placement and for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well with the new device. The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.